Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, the stapler would not fire on the tissue. Another reload was connected but device would not fire again. Another stapler was used to resolve the issue in order to complete the case. There was no patient injury.